Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1355566. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the prn during use. The following information was provided by the initial reporter, translated from chinese: "during using drugs, continuous use of micropump, there was leakage at the prn of the needle, replacement of indwelling needle re-puncture.